Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 15, 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had a battery indicator issue. The pt indicated that the alleged meter issue started in 2009, at around 7:30-8:00 pm. Eight hours after the alleged issue began, the pt claimed the she developed symptoms of tingling and sweating. The pt mentioned that ever since the alleged issue began, she had been eating less and drinking more water. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes management regimens, and what actions she took before and after the symptoms developed. The pt did not have a replacement battery for troubleshooting the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.